Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report that on (B)(6) 2012 the patient received two bolus doses of insulin via the pump that were not programmed by the user. The pump history showed on (B)(6) 2012 at 9:53 am a bolus of 5.60 units was given, and at 1:34 pm 1.55 units was given. The patient claimed neither he nor the school nurse programmed these boluses; the pump was locked at the time. Earlier that day, at 8:50 am the patient's blood glucose level was 193 mg/dl. At an unspecified time later, while at school, the patient experienced the symptom of sleepiness, and his blood glucose level was 34 mg/dl. The patient was treated with orange juice and (B)(6); he did not receive any emergency medical attention. The reporter noted no issues with the pump keypad and it was intact. The issue was not resolved. The patient allegedly suffered blood glucose levels suggesting severe hypoglycemia after receiving two bolus doses of insulin without user intervention, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history confirms boluses occurred on (B)(4) 2012. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. There were no unprogrammed boluses observed during testing. A normal bolus and an audio bolus were successfully performed and accurately recorded in the pump history. There were no hypersensitive keypad buttons observed during investigation. There was no defect found during investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.